Event description:
The nurse was unable to disconnect the patient's venous line luer connector from the patient's catheter at the end of a hemodialysis treatment. The patient required a new catheter. No other medical intervention was required. Nurse reported that there was no difficulty disconnecting the luer connector from the priming spike prior to connecting to the patient catheter.

Manufacturer narrative:
No investigation is possible with the returned product; therefore, the exact cause of the reported issue cannot be determined. There is no evidence to suggest a device malfunction or defect given that it was reported that there was no difficulty when initially disconnecting the luer connector from the priming spike prior to making the connection to the patient catheter. Nxstage cartridge includes standard luer components widely used throughout dialysis industry. Nxstage medical considers this report closed. No additional information will be provided.